Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: that the air/water cylinder had no color, the suction cylinder had no color, the adhesive around the objective lens had a chip, the adhesive around the light guide lens had worn, and the adhesive on the bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a cut angle wire. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was due to stress. Olympus will continue to monitor field performance for this device.